Manufacturer narrative:
This information was not provided during initial report. No additional information is available. Lot#: lot number is unknown. No additional information is available. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient with 11.0mm femoral nail reportedly broken. 'No material received'. 'Patient is claiming against the hospital and against synthes gmbh'. 'No further information available'.